Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, neurological/intracranial sequelae (transient visual change and headache) are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient underwent successful stent assisted coil embolization of an un-ruptured aneurysm located in the anterior communicating artery (acom). Post-procedure the patient was assessed having modified ranking scale (mrs) of 0. It was reported that on the day of the procedure the patient suffered headache and transient visual change. The transient visual change was resolved without any residual effect. The headache was ongoing. No medication was administered for the headache and transient visual change. According to the physician, the adverse events of headache and transient visual change were possibly related to the procedure and to the stent. However, it is unknown if the headache and transient visual change were related to the implanted coils and access devices (subject device). It was also noted that the headache was related to an history of chronic headaches and the transient visual change was related to an history of visual migraines. At 2 month and 6 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having nihhs and mrs of 0. In addition, at the 12 month follow-up visit, the patient was still having intermittent headaches.

Manufacturer narrative:
This is the 8th of 9 reports filed associated with this event. Subject device is not available.

Event description:
The patient underwent successful stent assisted coil embolization of an un-ruptured aneurysm located in the anterior communicating artery (acom). Post-procedure the patient was assessed having modified ranking scale (mrs) of 0. It was reported that on the day of the procedure the patient suffered headache and transient visual change. The transient visual change was resolved without any residual effect. The headache was ongoing. No medication was administered for the headache and transient visual change. According to the physician, the adverse events of headache and transient visual change were possibly related to the procedure and to the stent. However, it is unknown if the headache and transient visual change were related to the implanted coils and access devices (subject device). It was also noted that the headache was related to an history of chronic headaches and the transient visual change was related to an history of visual migraines. At 2 month and 6 month follow-up, the patient was assessed having a mrs of 0. At the 12 month follow-up post the index procedure, the patient was assessed having nihhs and mrs of 0. In addition, at the 12 month follow-up visit, the patient was still having intermittent headaches.